Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarms were noted. The insulin pump had a cracked case at display window corners, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer's mother called stating customer's insulin pump is alarming button error. The alarm was explained to customer. Customer stated the device was not bumped or dropped. The device was not exposed to an electromagnetic field. Customer confirmed he has a back up plan. Customer was advised the device needed to be replaced. Customer's blood glucose level was 160 mg/dl. Nothing further reported